Event description:
It was reported that during follow-up, all lead measurements including hvli were normal. A review of the diagnostics showed an episode of oversensing on the rv lead. X-ray analysis revealed normal lead characteristics. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only the connector portion, 11.5 cm was returned for analysis. Analysis was normal for the returned lead portion. No anomaly was found. Without return of the entire lead, a complete analysis could not be performed.